Event description:
The customer reported chamber pumpdown error and vacuum system failure. While onsite to service the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, assessed at customer site. The fse replaced the mist filter assembly. He ran a successful empty chamber cycle.